Event description:
Additional information was received indicated on (B)(6) 2018 the device was reprogrammed to increase the ventricular output. The patient was stable.

Event description:
During previous follow-up, high capture threshold was observed on the right ventricular (rv) lead. X-ray imaging was conducted which revealed a lead slack issue. No intervention has been conducted at this time but was expected when the patient's device reaches its elective replacement indicator. Additional information was received the device was reprogrammed to increase the ventricular output. Then, new information was received on (B)(6) 2021, the device hit elective replacement indicator (eri) and the rv lead was replaced during the procedure to address the lead slack issue resulting in high capture threshold. The stylet got stuck inside the rv lead so it was capped and replaced. All electrical parameters were in range at the end of the procedure. The patient was stable with no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was noted on the right ventricular (rv) lead. X-ray imaging was conducted which revealed that the rv lead has micro-dislodged from the tissue. No intervention has been conducted at this time but is expected when the patient's device reaches its elective replacement indicator. The patient was stable and will continue to be monitored.